Event description:
A report was received that the patient is experiencing discomfort at the ipg site. The physician relocated the patient's pocket site from the left side to the right. The ipg was also replaced, physician preference.

Manufacturer narrative:
The explanted ipg passed visual and performance tests done. The device exhibits normal device characteristics.

Event description:
A report was received that the patient is experiencing discomfort at the ipg site. The physician relocated the patient's pocket site from the left side to the right. The ipg was also replaced, physician preference.